Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the top seam. The bag was filled with an unspecified medication. The leak was discovered at the patient¿s home during set-up. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The event occurred during the unspecified date of (B)(6) 2022. Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.